Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed insulin flow blocked after changing the infusion set. The patient's blood glucose at the time of incident is unknown. The caller stated that they had previously called to troubleshoot the same insulin flow blocked issue. The patient had performed multiple infusion set changes. The patient had tried different cannula lengths. The sites were rotated regularly. The infusion sets were not inserted around scarred tissue. The tubing was not bent or kinked. The caller stated that they had tried all remedies. The caller was advised to revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Unit received with minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage, peeling serial number label and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.